Event description:
The pacemaker would no longer interrogate after the pt had received external cardioversion. The pt reportedly received external cardioversion because she was in atrial fibrillation.